Event description:
The dealer did not have much information, this is not the original provider. He did not know how the joystick got damaged. The dealer mentioned that it is visually apparent that the enduser has run into something and that he had the speed on the chair turned up to the most high setting. The joystick was taped on with electrical tape. The dealer stated the end user is a high strung user that is demanding of the chair.